Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr performed multiple troubleshooting services on the alinity c processing module, including the replacement of the assy, gear pump cc which resolved the issue. The fsr determined the assy, gear pump cc (ln c-35015612-01) to be the likely cause of the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. Trending was reviewed for the analyzer and part and determined no trends were identified. The device historical analysis was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated alinity c carbon dioxide (co2) results for 2 patients while running on the alinity c processing module. The following data was provided: on (B)(6) 2021,(B)(6): initial results: co2 = 40 mmol/l; repeat on another instrument: co2 = 37 mmol/l on (B)(6) 2021, (B)(6): initial results: co2 = 30 mmol/l; repeat on another instrument: co2 = 28 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2021-00645 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier : (B)(6) (2 different patient samples). All available patient information was included. Additional patient details are not available.